Manufacturer narrative:
Riverpoint medical has received feedback from a convenience kit packer that product seals may become open during distribution or subsequent packaging. A riverpoint internal investigation found that the product listed above may intermittently become open during extreme distribution conditions and render the device unsterile. To date there have been no complaints or adverse effect noted during surgical use of the device.

Event description:
Riverpoint medical has received feedback from a convenience kit packer that product seals may become open during distribution or subsequent packaging.